Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, noise, and oversensing which was confirmed via the remote monitoring system. The physician believes an inclusion in the metal caused a lead fracture which was confirmed visually and with x-rays. A revision procedure was performed and this rv lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 15 centimeters (cm) from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, noise, and oversensing which was confirmed via the remote monitoring system. The physician believes an inclusion in the metal caused a lead fracture which was confirmed visually and with x-rays. A revision procedure was performed and this rv lead was explanted and replaced with a different lead. No additional adverse patient effects were reported.